Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2025. During the procedure, one of the resolution 360 ultra clips did not fully detach from the catheter. The procedure was completed with another resolution 360 ultra device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.